Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the gear seized, jammed and moved heavily. It was further determined that the device failed the following assessments at pretest: check status of development, general condition, check for free-moving, check oscillation frequency. Min 11 '700 - 14'700 osc/min, and check performance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was observed that the oscillating saw attachment device was not functioning. There was no delay to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. The exact date of this event is unknown. If additional information should become available, a supplemental medwatch report will be submitted accordingly.